Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type :recharger. (B)(4).

Event description:
A consumer implanted for spinal pain reported they fell a month ago and last charged or used the implantable neurostimulator (ins) three weeks ago. Currently the patient wasn't able to charge or turn therapy on and experienced a loss of therapy on (B)(6). Two days later the manufacturer's representative (rep) reported the light was blinking on the power supply, the connector pin looked bent, and the recharger wouldn't power up. No outcome was reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.